Event description:
About three months ago, a 6" piece of catheter broke off & had to be snarred by radiology. According to the pt's husband, the port is still in the pt and will be removed in the future.

Manufacturer narrative:
The product received for eval is a single lumen port and a short segment of loose tubing. There is an indeterminate number of needle puncture sites in the port septum. A lot history review reveals no related mfg issues and no similar complaints for this lot. The complaint file documents complications of "leakage, bleeding, pain and discomfort" from the time the device was placed (6/97) until explanation (9/97). This implies the damage occurred at implantation. Although "numerous" venograms were done, no indication of corrective action by the user is indicated in the complaint file. The complaint is confirmed. The distal tubing segment and the cath-lock were not returned by the complaint source; the receipt of an imcomplete complaint sample prevents a definitive determination regarding the specific mechanism or action that resulted in the breakage that led to embolization. The damage to the returned items is not the result of any mfg processes. Although the sample does not provide specific info indicating why the tubing broke and embolized, the break is consistent with mechanical manipulation occurring port-manufacture. The add'l damage noted on the tubing and port stem may have been a contributing factor to the incident. The product instructions for use directs that "care must be exercised when implanting the port system to avoid mechanical damage to the delicate silicone material of the catheter. The catheter should not be used if there is any evidence of mechanical damage or leaking. Damage to the catheter may lead to rupture and may require surgical removal."